Event description:
Caller reported potential false negative hcg results on one pt. Pt's urine was collected in the morning of (B)(6) 2012 and tested twice. Results of both tests were negative. Quantitative serum hcg test was not performed. The doctor did an ultrasound along with a blood test and confirmed the pregnancy at (B)(6). No other pt info provided.

Manufacturer narrative:
Customer did not provide a lot number. Product support was unable to perform further investigation due to insufficient event details. Pt was (B)(6) pregnant and hcg levels may be high, which could lead to the hook effect. Hcg quantitative test was not performed. Product support cannot determine the root cause of complaint without in-house analysis of pt specimen. Complaint issue will be subject to tracking and trending. No correction action required at this time as no product deficiency was established.